Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report # 1627487-2017-08624 it was reported the patient experienced ineffective therapy. As such, during an ipg replacement surgery on (B)(6) 2017, (reference MFR. Report#: 1627487-2017-08594), the patient also had 2 additional leads implanted for additional coverage. The patient has effective therapy post operatively.